Event description:
The customer reported the system will not boot up correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded configuration files. System operates as intended.